Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The logs were reviewed and showed that the imaging system was left turned on and unplugged from wall power for over an hour. This would cause the system to have low battery power and possibly shutting down the system unexpectedly. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was being moved to the operating room (or) and was fully charged. However, before making it to the operating room (or) the system powered down. It was also noted that its had difficulty docking. There was no patient present when this issue was identified.